Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR# 2134265-2017-12760. It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a non tortuous and non calcified vessel. Two 18-4/5.8/75 xxl esophageal balloon catheters were advanced for dilation; however, upon the first inflation at 5 atmospheres, the two balloons ruptured in each inflation. The devices were completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.